Event description:
The blister has subsided, and there is post-inflammatory hyperpigmentation (pih), but no permanent scarring is expected. The tip was confirmed to be smooth and without any abnormalities before the treatment. Around the 542 reps, due to redness on the neck, the tip was checked and a dent was found.

Manufacturer narrative:
The treatment tip and datalogs were returned for evaluation. The reported dent was confirmed, and, as such, the tip failed visual inspection. We are unable to determine how or when the dent occurred. No dielectric breakdown was observed. The tip passed leak and thermistor testing. No functional test was able to be performed, as the tip was expired. A dent on the membrane would not cause risk to patient since radiofrequency energy is still able to distribute evenly over the membrane. Tip too warm and force before activation errors were observed in the datalogs. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the system and handpiece perform as expected. Review shows possible technique issues that could lead to inadequate cooling. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No nonconformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. According to thermage flx user manual, burns and redness are a known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The customer reported the patient was placed under anesthesia and the patient was unable provide feedback during the treatment. The user manual warns users to not use local injections or tumescent anesthetic or nerve block techniques to manage patient comfort during the thermage procedure. Use of these types of pain management techniques increases the risk of tissue injuries. Based on the available information, this treatment was performed in an off-label manner that resulted in unsafe conditions for the patient. No corrective action is necessary at this time.

Event description:
A distributer reported that a user facility reported second-degree burns with blistering on the neck following a thermage flx treatment to the face and neck. The area of the blistering is reported to span 5x10 cm. The event was treated with gentamycin cream, prednisone cream, and ice packs. The current status was reported as post-inflammatory hyperpigmentation, with the blisters notably healing and no permanent scarring expected. Available pictures were reviewed by the medical reviewer showing crusted wounds and post-inflammatory hyperpigmentation primarily on one side of the neck. Smaller hyperpigmented areas are also visible on the opposite side of the neck and on the cheeks. No other treatments (besides the one reported) were being performed in same area where the symptoms were reported, nor has the patient undergone any other treatments in the same symptom area within the past 90 days. The patient has never had prior aesthetic treatments on this area. The patient was administered IV midazolam 1ml and propofol 100mg. The patient was not alert or able to provide feedback to the clinician during the treatment. The incident is reported to have occurred during 542 reps. The highest energy level used was 4.5 j. No system errors occurred, nor was anything out of the ordinary during treatment. The treatment tip surface was inspected prior and during use at about every 4-5 pulses. The reporter stated that something was noted about the tip prior to use, but this information has not been provided to solta. This same individual tip has not been used to treat other patients.

Manufacturer narrative:
The treatment tip has been requested for evaluation. The investigation is underway.